Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the product was used while there was a sense of discomfort when opening the first hole. However the auto release did not work and the dura mater has torn when the surgeon used it to open the 2nd hole. The product was replaced with another one and used it to complete the surgery without any problem. The product was single-use. Before the surgery, inspections of product was performed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The perforator was returned for evaluation. The device was visually inspected. No anomalies were found. The device was tested for functionality by drilling five test holes and performed as intended. No issue could be detected. A review of manufacturing records found no anomalies during the manufacturing process. Based on the results of the investigation, the complaint could not be confirmed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.